Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective cine drive. The cine drive was removed and replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. There was not pt info available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 9800 fluoroscopy system had a cine drive malfunction during a case. There was no reported negative effect as a result of this malfunction, where the cine mode would not change.